Manufacturer narrative:
Conclusion: the catheter was returned for eval. The balloon will not inflate. There is a tear in the more eccentric portion of the balloon. The tear is consistent with that caused by a needle or suture. A mfg defect would have been detected at final inspection and during prep. During the procedure, the balloon maintained inflation for 24 mins.

Event description:
It was reported that the pt underwent a minimally invasive mitral valve repair. The balloon catheter was placed in the aorta. During cardioplegic arrest, there was a rapid loss of balloon pressure. This occurred approx 24 mins after the initial inflation. The balloon was removed and the case was completed uneventfully with fibrillation.